Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a colleague infusion pump being "broken" was confirmed by quality engineering. The cause of this condition was determined to be the broken front bezel. The front bezel was replaced to fix the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with that is "broken." This condition was found in the biomed department. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.